Event description:
Low impedance was observed in the patient's programming history. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.